Event description:
Healthcare professional reported "possible intracapsular rupture, continuation of a rather inferior and medial intracapsular rupture. No other abnormal and rupture on a small area of the prosthesis" diagnosed via MRI and ultrasound. This record is for the right side. Device was explanted with another manufacturer device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling indicates that there were no other records related to this event for units manufactured on lot number 2021348. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "possible intracapsular rupture, continuation of a rather inferior and medial intracapsular rupture. No other abnormal and rupture on a small area of the prosthesis" diagnosed via MRI and ultrasound. This record is for the right side. Device was explanted with another manufacturer device.